Manufacturer narrative:
Product event summary: it was reported that a battery fully charged and completely drained upon connection as well as critical battery alarms. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The controller, (B)(4), in use during the reported event date did not have the software master record (smr) upgrade. Log file analysis revealed that the battery discharged as expected. When in use. However, log file analysis revealed two critical battery alarms involving (B)(4). In the first instance, the battery went from a high relative state of charge to 0% relative state of charge and back to previous relative state of charge values. This observation is indicative of a communication error between the controller and battery. The second instance, the battery went from a high relative state of charge to 7% relative state of charge. During this instance, the battery was not the active battery, yet still dropped capacity. Given th at the capacity dropped to 7% relative state of charge may be indicative of an estimation error. The most likely root cause of the reported critical battery alarms can be attributed to communication and estimation errors. Log file analysis also revealed premature power switching events due to communication errors involving (B)(4). This was most likely perceived by the patient as the reported "battery fully charged and completely drained upon connection". The most likely root cause of the power switching events can be attributed to communication errors between the controller and the battery. An internal investigation is investigating communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a fully charged battery completely drained upon connection with a controller. Log file analysis indicated a critical battery alarm with the battery. The battery was exchanged. No patient complications have been reported as a result of this event.